Event description:
It was reported that a lead alert triggered on the right ventricular (rv) lead for low pace/sense impedance. The patient complained that it was an inconvenience to go into the clinic to have the alert reset and suggested that they be allowed the capability to individually reset the rv pace/sense impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).